Event description:
A home pt's spouse contacted baxter's tech svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 3/3 of their automated peritoneal dialysis therapy. Per the initial report, the home pt disconnected their transfer set from the pt line of the homechoice set. The home pt then reconnected to the set-up and received the alarm. Baxter's tech svc ctr assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's caregiver.